Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01q9m, implanted: (B)(6) 2012, product type: lead, product ID: 3889-28, lot# va01q9m, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported there was a loss of therapy. The device stopped helping with her symptoms and the symptoms got worse. She went to the health care professional (hcp) and they looked at her device. They tried adjusting the settings but were not able to because they determined the entire device was not working. The hcp plugged it in his device and none of the settings on any leads were working. The device was going to be replaced at the end of (B)(6). There was a gradual change in therapy/ symptoms. The symptoms returned in (B)(6)2015. Additional information from the hcp reported that the battery failed per the manufacturers' representative. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the consumer reported that she was still working to get the implant replaced. She requested any additional information available regarding necessity for surgical intervention if the lead was not working. The technician had tried turning up all electrodes but to no effect.